Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event was observed during analysis. A partial lead was returned in one piece. Final analysis found full insulation degradation at 4.6 cm from the connector boot. Surface cracking to outer insulation was also noted at this location. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.